Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a definitive root cause could not be determined, it is likely a high-energy endo therapy accessory was used without sufficient distance from the tip of the device. The event is detectable/preventable by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual operation chapter 3 preparation and inspection: 3.2 inspecting the endoscope: inspecting the endoscope evis lucera gif/cf/pcf type 260 series operation manual operation chapter 4 usage: 4.2 using the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt distal end cover. There was no patient involvement.